Event description:
It was reported that after one year of implant, this left ventricular (lv) lead exhibited high thresholds that was due to dislodgement. Subsequently, this lv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.